Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an error code, prior to being implanted. Disk analysis has not been performed, to determine a root cause. There was no patient involvement. This product has not yet been implanted. This report will be updated, should additional information be received.